Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the left sfa was treated with three in.pact admiral drug coated balloons. Technical success was achieved. Post procedure the patient suffered an embolism which was treated surgically. Patient was discharged .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.